Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that there was a pump alarm due to a motor stall on (B)(6) 2019. The patient was asked to come to the hospital. The patient showed no sign of baclofen withdrawal so only the pump logs were read. It was found the pump stopped working from 17:04 until 17:38 when it automatically started to work. No surgical intervention occurred and it was not planned as the pump remained in service. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No patient symptoms/complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional details received indicated that the patient had informed the physician of hearing a critical pump alarm on (B)(6) 2019 during which time the patient was abroad in (B)(6). The patient returned for examination and was admitted to the hospital (B)(6) 2019. The pump was later explanted on (B)(6) 2019 and sent back for analysis on (B)(6) 2019. The patient's relevant medical history included spastic tetraplegia after c5 fracture.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the lower shaft of the rotor. Interrogation of the device revealed it was programmed to deliver baclofen 2,000.0 mcg/ml at a dose of 220.3 mcg/day at the time of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found residue in the motor gear train and wearing on the lower shaft of gear number two and the lower shaft of the rotor magnet that was related to the root cause of the motor stall. If information is provided in the future, a supplemental report will be issued.